Event description:
It was reported that revision surgery was performed due to avascular necrosis, femoral head positional changes, and pain. The acetabular cup involved remains implanted. Both devices were both originally implanted in 2002.